Manufacturer narrative:
The intraocular lens was received and inspected under 10x magnification. Inspection shows one broken haptic, optic intact. The cause of this event was not confirmed but does not appear to be related to the manufacturing process. All currently available information is included in this report.

Event description:
The account reported during routine cataract surgery and following insertion of the intraocular lens the surgeon noticed one of the haptics had broken off in the insertion system. The incision was enlarged, the lens removed and an alternate lens successfully implanted without complication. No permanent injury occurred.